Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. The foreign material residue point was not deformed. The cause of the material remaining could not be determined. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU). The customer did not provide a response regarding: delays in the start of precleaning, flushing the air/water nozzle with air and water, immersion of the endoscope in the detergent solution, wiping the air/water nozzle with clean lint-free cloths, or flushing the nozzle with the detergent solution. The instruction manual states the detection method associated with the event in "tjf-q290v operation manual chapter 3 preparation and inspection", and preventative measures in "tjf-q290v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.